Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. The device was received in good physical condition. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log displayed several "cannot start pump" alarms. To further investigate the reported issue, a functional test was performed. Customer's problem was confirmed; the device air sensor failed during testing instead of prime tubing alarm. Therefore, the air detector sensor needed to be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a "prime tubing" alarm. This occurred during testing. There was no patient involved.